Event description:
A healthcare professional reported to an abbott sales rep that on (B)(6) 2011 the patient, adc meter user is type 1 diabetes mellitus patient and insulin pump user, "suffered from ketoacidosis at midnight" and also was unconscious. The patient reportedly tested his glucose level and adc meter displayed 173mg/dl (at 02:28am) that was lower when compared to the lab result indicated over 1000mg/dl (at about 4am) when the patient was carried to the hospital in an ambulance. The patient was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with insulin to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
As product was not returned and test strip lot number reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.